Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange was attributed to the poor bone quality of the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 4/27/2017, that a sign im nail implanted to repair a fracture was replaced due to an additional break in the bone, which happened during surgery and was noticed in the post op x-ray. The im nail was replaced with a 9mm x 380mm standard nail per the sign technique manual. Surgeon comment: "after locking distally after a good reduction, we had x rays done and noticed a distal 1/3 fracture right under our distal screw. The bone quality of this patient was really osteoporotic . We are thinking pathologic fracture. We went back in for a revision surgery with a biopsy of the distal femur fracture to better understand the reason for this . We think given the mechanism of both injuries and quality of bone that it's a pathologic fracture on a very osteoporotic bone. We are trying to identify the cause."